Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago from the date the manufacturer became aware of the event. Explant date: 3 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21096903/21014276.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted ipg and leads will not be returned. No further information has been obtained despite good faith efforts.